Manufacturer narrative:
An event regarding infection involving a trident 0° x3 insert 36mm ID was reported. The event was not confirmed. Device evaluation not be performed as no items associated with the event were returned or made available for evaluation. A device history review indicated all devices accepted into final stock met specifications. There have been no other events for the lot or sterile lot referenced. The source of the infection could not be determined as patient information, clinical history, and results of bloodwork for infection were not provided. No further investigation for this event is possible at this time.

Event description:
It was reported that the patient has hip pain and infection.

Manufacturer narrative:
The delta v-40 ceramic head 36/+7,5; cat# 6570-0-736; lot# 45353702 was also listed in this report. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient has hip pain and infection.